Event description:
Patient was revised to address loosening of patella, femoral component, and tibial tray. It is not known at which interface the loosening occurred, and the manufacturer of the cement used in the primary surgery is also unknown. Update: this is a clinical patient, part/lot information received. (Left knee). Update: (B)(6) 2013 - patient's medical records received. Records indicate the patient had polywear of their insert. The insert was added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.